Event description:
Device was implanted. On 12/9/95 the left cylinder was removed. On 11/11/96 the entire device was removed from the pt due to infection and erosion at meatus and the device would not inflate.